Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal end. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
The site reported an incident to intuitive surgical, inc. (Isi) involving a small grasping retractor instrument. The incident was identified during central processing but no other details were provided. Intuitive surgical inc. (Isi) contacted the initial reporter to obtain additional information; however, the reporter was unable to confirm details regarding the issue with the instrument. No patient harm, adverse outcome, or injury was reported. There were no reports of any fragment(s) falling into the patient.